Event description:
On (B)(6) 2013, it was reported that this physician¿s handheld device (hhd) was not working properly. A hard reset was performed but did not resolve. The device would not proceed past the screen alignment. After the hard reset, the device would proceed past the screen that asks the user to tap the screen. The screen lock was not on. The device has not been returned to date.